Event description:
Nuvasive dynamic stimulation clip and inline activator was opened and given to the field. It was noted that the seeping on the clip of the device was defective and fell apart before it was touched. It was noted that this was the 3rd product of this kind to malfunction in the same week, however it was determined that the lot numbers were not the same.